Event description:
It was reported to the manufacturer that the vns patient's generator has been replaced due to end of service. The explanted generator has been sent to the manufacturer for product analysis. Product analysis has been completed on the returned device. The reported end of service was not confirmed by product analysis. The generator was found to be operating within designed limits and there were no performance or any other type of adverse conditions found. No anomalies were identified that could have contributed to the reported event. It has been determined that the patient had experienced an increase in seizure activity. The relationship between the increase and vns therapy is unknown at this time. It is also unknown if the increase was above pre-vns baseline. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.